Event description:
While inspecting a returned olympus 4k camera head loaner device, it was discovered that the unit was not producing an image. This event did not occur during a procedure and had no patient involvement.

Manufacturer narrative:
The device was returned to the loaner department, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not displaying an image. However, once returned to the olympus repair center, the lack of image failure was not reproduced. Further investigation is required, and those details will be provided once the complaint has been thoroughly investigated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.